Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported on CT performed approximately 2 years post the index procedure that the patient developed a right common iliac aneurysm that threatens the prior evar seal of the endurant limb in that common iliac. It was noted that the iliac aneurysm has progressed to the point where there is no wall apposition in the common iliac, only mural thrombus is currently ¿sealing¿ the right limb. The cause of the event has been determined as disease progression in the iliac artery. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received ; it was reported that a re-intervention procedure took place approximately 2.5 years post index procedure. The physician successfully embolized the right hypogastric artery prior to placing a 16x10x199mm endurant limb into the right external iliac artery. It was noted that the final angiogram demonstrated good flow through the re-lined graft, and the physician was very happy with the result. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.